Event description:
It was reported the nurse at the user facility found foreign material stuck around the bending section of the colonovideoscope. The issue was found during inspection for before use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the nurse at the user facility found foreign material stuck around the bending section of the colonovideoscope. The issue was found during inspection for before use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the nurse at the user facility found foreign material stuck around the bending section of the colonovideoscope. The issue was found during inspection for before use. There were no reports of patient harm.